Event description:
Trilogy 202 that was being used by patient for CPAP of 6 stopped working. First the screen froze and indicated a peak pressure of 6 and all other measured values were dashed out. Second, the patient who was on a nasal mask was not able to breathe through nose and began breathing from his mouth. I was able to confirm there was no air movement in circuit. With the help of rn, I was able to quickly switch out ventilators and patient tolerated room air for 10 minutes. Device is a rental, any malfunction or issue needs to be checked by vendor because they own the equipment. Device was returned to vendor already. No new updates on status of equipment. There was no harm in this event.